Event description:
It was reported that during a pulsed field ablation procedure, potential noise was confirmed and an unknown error occurred. The catheter interface cable (cic) was unplugged, reconnected, and replaced without resolution. The catheter was replaced and the error resolved. Also, the catheter was entangled during catheter replacement, making it not possible to smoothly store it in the sheath. A knot was formed on the catheter while inside the heart. After catheter replacement, the case was completed with pulsed field ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.